Manufacturer narrative:
The returned product evaluation confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully.

Event description:
The report indicated that the customer experienced high bg's (greater than 250mg/dl) in conjunction with a hazard alarm within the first 24 hours of activating this pod. Blood was seen in the cannula, though no kink was noted. No additional information regarding the event was provided. The pod will be returned for evaluation.